Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of guidewire damage was confirmed; however, the root cause was not identified. The product returned for evaluation was one 0.018¿ nitinol guidewire. Usage residues were observed. A break was observed distal of the coil/core transition. The coil portion and weld tip were fully detached and were not returned for evaluation. Bends were observed throughout the transition region. Microscopic inspection of the break site revealed a dully granular fracture surface. Curved shape memory and necking were observed in the vicinity of the break. The guidewire fracture features were consistent with material failure due to tensile (pulling) stress. The implicated introducer needle was not returned, so it could not be verified if improper guidewire/needle fit contributed to the observed wire damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. A lot history review (lhr) of reft4645 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported: "the interventional radiology department informed us of a materiovigilance incident that occurred on (B)(6) 2021 with a midline kit. The guide got stuck in the puncture needle. The x-ray technician performing the gesture was forced to remove the needle to withdraw it, resulting in a double puncture: operator + patient. The operator used a spartacore guide to complete the installation without difficulty." (B)(6) 2022: the returned guidewire exhibited a break.